Manufacturer narrative:
The autopulse li-ion battery involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore, physical investigation could not be performed, and the root cause could not be determined.

Event description:
During shift check, the fully charged autopulse li-ion battery (sn (B)(6)) failed to power up the autopulse platform. Per the customer, the autopulse multi-chemistry battery charger showed that the battery was full and had completed charging. The battery's status leds were flashing green, indicating that it had exceeded three years of use from the date of manufacture; however, it is fully charged. Per the customer, the autopulse platform powers up and functions as intended using other li-ion batteries. No patient involvement.